Event description:
It was reported that the tube broke during centrifuge with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: this is a report about tubes which were broken in a centrifugal machine, which resulted in blood splash. A total of 8 tubes (2 each for biochemistry, plain, blood glucose, and sedimentation) were placed in a centrifugal machine and kept evenly. The customer performed this operation as usual and did nothing unusual; however, tubes for biochemistry were broken.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tube broke during centrifuge with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about tubes which were broken in a centrifugal machine, which resulted in blood splash. A total of 8 tubes (2 each for biochemistry, plain, blood glucose, and sedimentation) were placed in a centrifugal machine and kept evenly. The customer performed this operation as usual and did nothing unusual; however, tubes for biochemistry were broken.